Event description:
It was reported the patient presented for a generator change out for normal eri. A fluoroscopy was performed and externalized conductors were observed. The lead was capped and replaced. There were no complications during the procedure and the patient was well.

Manufacturer narrative:
(B)(4)